Event description:
It was reported by service report that the patient right transport wheel weldment was cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: base tube weld.